Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur if the handle is not completely compressed during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during lap donor nephrectomy procedure, the device was not able to fire. The handle jammed. Stapler was removed without firing and another device was used to resolve the issue. Surgery time was extended by several minutes due to the time it took to remove the effected instrument and open another handle. Patient had a normal postop recovery. No patient adverse events reported.